Event description:
On 2/20/97, the dr contacted a MFR sales rep and reported that recently the device peel away sheath has been "wrinkling" and "getting hung up on the vein. The dilator is fine but the sheath just falls apart". The dr states that he has used the device introducer for about a yr and recently has experienced problem. The dr did not identify lot number or pt names.